Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of judpf188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent PICC catheterization due to treatment needs. During the process, the product was used to fix the external catheter. Due to quality problems, the catheter could not be fixed. It was stated that replacing the product caused a longer exposure time of the wound at the catheterization site, thereby increasing the risk of infection.